Event description:
It was reported that a user of the ilet experienced persistent high glucose after a recent supply change while using an inset teflon 6 mm infusion set, and was advised to perform a complete supply change due to concern for possible infusion issue such as a bent cannula; blood glucose questions were completed, and a follow-up call was planned to confirm a downward trend. Symptoms included hyperglycemia. Outcomes included user inconvenience and need for troubleshooting and education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the high glucose was unclear. It was concluded that the event was not confirmed to be device related and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.